Manufacturer narrative:
A patient underwent spinal surgery consisting of seaspine' s explorer to system. The index surgery took place on (B)(6) 2023. On (B)(6) 2023 seaspine became aware that an et1-383210 height expansion, 9mm x 32mm x 10-14mm, 8 deg fractured during a case and was left in place in the patient, indicating this complaint was now reportable. According to the customer this occurred when the implant was impacted and then rotated into place at l4/5. While rotating, it fractured and was left in place. The surgery was completed, and the broken cage left in place. No parts are available for inspection no root cause was identified as the device was left in situ upon fracture. There is no device for evaluation, and the x-ray images provided are not sufficient to determine the root cause. Review of labeling: possible adverse events, bending, disassembly, or fracture of implant and components.

Event description:
A patient underwent spinal surgery consisting of seaspine' s explorer to system. The index surgery took place on (B)(6) 2023. On (B)(6) 2023 seaspine became aware that an (B)(6) height expansion, 9mm x 32mm x 10-14mm, 8 deg fractured during a case and was left in place in the patient, indicating this complaint was now reportable. According to the customer this occurred when the implant was impacted and then rotated into place at l4/5. While rotating, it fractured and was left in place. The surgery was completed, and the broken cage left in place. No parts are available for inspection.

Manufacturer narrative:
A patient underwent spinal surgery consisting of seaspine' s explorer to system. The index surgery took place on (B)(6) 2023. On 19 june 2023 seaspine became aware that an et1-383210 height expansion, 9mm x 32mm x 10-14mm, 8 deg fractured during a case and was left in place in the patient. According to the customer this occurred when the implant was impacted and then rotated into place at l4/5. While rotating it fractured and was left in place. The surgery was completed, and the broken cage left in place. No parts are available for inspection. The hospital and surgeon are not expecting a response. While the initial report the an intra-operative fracture occurred was received on 07jun2023, information was received 19jun2023 regarding the status of the implant and that it was not retreived, indicating that this report was reportable. No root cause was identified as the device was left in situ upon fracture. There is no device for evaluation, and the x-ray images provided are not sufficient to determine the root cause. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components.

Event description:
A patient underwent spinal surgery consisting of seaspine' s explorer to system. The index surgery took place on (B)(6) 2023. On 19 june 2023 seaspine became aware that an et1-383210 height expansion, 9mm x 32mm x 10-14mm, 8 deg fractured during a case and was left in place in the patient. While the initial report the an intra-operative fracture occurred was received on (B)(6)2023, information was received 19jun2023 regarding the status of the implant and that it was not retreived, indicating that this report was reportable. According to the customer this occurred when the implant was impacted and then rotated into place at l4/5. While rotating it fractured and was left in place. The surgery was completed, and the broken cage left in place. No parts are available for inspection.